Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with the upper part of the clamp broken off. The fracture face is homogenous, which indicates material conformity. The broken fragment and the clamp fixation screw was not returned for evaluation product development evaluation reveals no design related issue was found. The reported damage occurred due to a mechanical overload, misuse. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is invalid from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.

Event description:
It was reported that a piece of the guide rod chipped/broke off. It is unknown when and how the breakage occured.

Event description:
This is report 1 of 1 for complaint (B)(4).